Manufacturer narrative:
(B)(4)

Event description:
Henemyre-harris, c.l., samols, m., wenick, a.s., & sokoll, l.j. (2014). Glow stick or urine sample? The clinical chemist, 60(2), 425-431. This journal article examined the effects of fluorescein given intravenously 2 hours before urine collection for a retinal angiography for 1 patient sample tested for total protein urine. A urine sample was collected from a 43 year old female with systemic lupus erythematosus. The urine sample was observed to be a bright yellow color. The initial total protein result from an aution max ax-4280 instrument was negative for protein. The corresponding result from the c701 instrument was 448 mg/dl (reference interval is < or = 12 mg/dl). It is not known if erroneous results were reported outside of the laboratory. It is not known if an adverse event occurred. No adverse event was reported. The c701 instrument serial number was not provided. The study indicates that fluorescein persists in the urine for 24-36 hours. The study advises that urine samples should be collected before angiography procedures to avoid interference in the urine.

Manufacturer narrative:
Roche product labeling indicates that samples for urinary/csf protein should be collected before fluorescein is given or at least 24 hours later.